Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event(s) of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn the etiology of the peritonitis is unknown; therefore, causality cannot be established. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination (2,3). However, based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. Moreover, the pdrn stated the patient¿s liberty select cycler will be retained by the patient, for use when pd therapy is resumed. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported that peritoneal effluent fluid cultures were drawn on (B)(6) 2019 and were positive for gram-positive staphylococcus aureus. Additionally, a cell count collected on (B)(6) 2019 revealed an elevated wbc count of 25,465 mm3. Following the discovery of the positive culture and cell count, the patient was hospitalized on (B)(6) 2019 through (B)(6) 2019 in order to receive intravenous (IV) antibiotics for the treatment of peritonitis. The patient was initially treated with IV vancomycin 1000 mg daily and IV cefepime 1000 mg daily. However, once a second set of cultures drawn on (B)(6) 2019 were found to be positive for staphylococcus aureus, the cefepime was discontinued. The pdrn stated the cause of the peritonitis is unknown, however it is unrelated to the utilization of the liberty select cycler or liberty cycler set. While hospitalized the decision was made to transition the patient to hemodialysis (hd) until the patient¿s abdomen heals. Additionally, the patient¿s pd catheter (not a fresenius product) was found to be mal-positioned, and the patient underwent corrective surgery. Per the pdrn, the patient is recovering from the event, and will return to ccpd therapy utilizing the same liberty select cycler as before the event. The discharge summary was requested; however, the request was declined. A sample was not returned for physical evaluation by the manufacturer.